Manufacturer narrative:
Follow-up #1: date of submission: 12/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: a review of the pump black box revealed that the data from the day of the complaint was overwritten. The current black box showed no evidence of a ¿no power¿ issue. There was evidence of moisture contamination inside the battery compartment. A leak test showed a leak at the battery compartment crack. The pump case was removed and there was no evidence of additional moisture inside the pump. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A ¿no power¿ event was not duplicated during the investigation. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump had no power. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.